Event description:
Information received indicates the head section is going up by itself due to a defective left siderail outer control board switch.

Manufacturer narrative:
The technician replaced the outer siderail control panel assembly to repair the bed.